Event description:
A customer reported non-reproducible, lower than expected amon results obtained on quality control fluids processed using a vitros 350 chemistry system. H2768= 147.3 vs. Expected 193.8 umol/l. Biorad-3= 171.8, 182.6 vs. Expected 235.2 umol/l. Biased results of the direction and magnitude observed may lead to inappropriate physician action, should they occur undetected on patient samples. The customer made no allegation that erroneous amon patient results had been predicted or reported from the laboratory. There was no allegation of patient harm. (B)(4).

Manufacturer narrative:
The investigation determined that non-reproducible, lower than expected amon results were obtained from biorad and vitros lpv control fluids when using a vitros 350 chemistry system. The most likely assignable cause is instrument related, as a within-run amon and alt precision test results were outside of ocd guidelines, indicating the vitros 350 chemistry system was not performing as intended. Following maintenance actions, performance was verified by performing vitros amon and alt precision testing that was within the acceptable guidelines indicating the vitros 350 chemistry system was performing as intended.